Manufacturer narrative:
(B)(4). Manufacturer¿s evaluation: the complaint of infection can not be confirmed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient ((B)(6)) experienced infection at the lead site. As a result, scs system was explanted. The patient received two leads with a same lot number.

Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2016-00175. Further follow up confirmed the explant date of the scs system. The anchors are added as device 2. The patient received two anchors from a same lot number.